Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the first diagonal artery. The 1.50x15mm rx mini trek balloon dilatation catheter (bdc) was advanced to the lesion; the balloon was inflated however it ruptured during the first inflation at 10 atmospheres. The bdc was removed without issue and the procedure was completed with another trek. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.